Event description:
The customer stated that error code 416222 was generated during infusion. There was a patient involvement, but no patient harm or adverse event reported. Evaluation of the returned device was confirmed through event log. The event could stop the therapy during use.

Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) confirmed that there was a record of occurred error code 416222. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to defective rotation detection sensor. As a result, the rotation detection sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.